Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle lite meter was reviewed, and the dhrs showed the lite meter passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer's daughter reported on behalf of her father who was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion and noticed a corrosion in the battery compartment. On (B)(6) 2019, customer experienced "weakness and was not able to bring himself to stand up". Customer was treated with 1 butter finger candy by his daughter and was transported to the hospital where he was diagnosed with hypoglycemia. Customer was hospitalized and received unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's daughter reported on behalf of her father who was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion and noticed a corrosion in the battery compartment. On (B)(6) 2019, customer experienced "weakness and was not able to bring himself to stand up". Customer was treated with 1 butter finger candy by his daughter and was transported to the hospital where he was diagnosed with hypoglycemia. Customer was hospitalized and received unspecified treatment. There was no report of death or permanent impairment associated with this event.